Event description:
It was reported that while using an ilet system with a dexcom g7 sensor, the user experienced a brief sensor communication issue with signal loss, though glucose readings appeared on the ilet and glucose remained stable, and the sensor was due for routine replacement. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure associated with the electrical/magnetic subsystem and antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.